Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery pack was experiencing battery faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery fault) has been confirmed. Upon investigation, the battery pack was unable to recharge or power up a test monitor. A root cause investigation is currently underway. A supplemental report will be completed upon completion of the root cause investigation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.